Manufacturer narrative:
The device was returned to the design house located in (B)(4) for an extensive engineering investigation. The investigation determined that the device had a defective inspiratory flow sensor. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device failed to pass its internal self-test. During the service center evaluation of the device logs, a system fault 74 was also observed. There was no patient injury reported as a result of this incident.